Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no defects to the catheter of the device. Functional testing was performed and a pinhole was noted in the balloon portion of the device. Based on the condition of the returned device, the complaint that the balloon was torn was not confirmed, therefore this is now not an MDR reportable event. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during a dilation procedure of the papilla (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated to the largest diameter, however the balloon deflated. It was reported that the physician suspected the balloon was torn from the beginning. It was confirmed the balloon did not burst and no pieces of the balloon detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during a dilation procedure of the papilla (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated to the largest diameter, however the balloon deflated. It was reported that the physician suspected the balloon was torn from the beginning. It was confirmed the balloon did not burst and no pieces of the balloon detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.